Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a cybersecurity firmware upgrade was attempted, however the device went into backup vvi mode. Normal operating mode was restored and the firmware was not upgraded. The patient was in stable condition.